Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe control 10ml ll bns had foreign matter. The following information was provided by the initial reporter: material # 304134 batch # 2055197. Rcc received a complaint via email. There is brown substance/contamination inside the syringe. Customer response on (B)(6) 2025. Unfortunately, we can not provide the specific event date as we were not provided that information.

Manufacturer narrative:
(B)(4) follow up for device evaluation. A single sample and corresponding photo of a 10 ml ll control syringe (part number 304134) were received for evaluation. Upon inspection, multiple light brown foreign materials were observed embedded in the lower section of the barrel. The photo confirmed the physical findings, showing consistency in the reported defect. This condition is non-conforming per product specifications, and the potential root cause of the embedded foreign material (efm) defect is associated with the molding process. Additionally, a device history record (DHR) review was completed for lot number 2055197, which showed no rejected inspections or quality issues during production that could have contributed to the defect.